Event description:
Breast implant associated anaplastic large cell lymphoma. Cd30+ anaplastic large cell lymphoma limited to effusion without direct capsule involvement. Pt had allergan's biocell textured bilateral breast implant placement in 2013. FDA safety report ID# (B)(4).